Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there was a device malfunction, the device was not working at all causing the patient a lot of problems. Patient did not know the cause but it was not communication with the device. No steps will be taken to resolve the issue as they can not get in to see a health care provider (hcp). It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they dont think the device is working. They are still wetting all over herself. The issue started about 2 days ago. They have turned the stimulation up and it is like an electrical sensation. When they turn it up it is a tingling electrical sensation with her bladder. It is not doing like it did when it was first installed. Walked caller through checking her settings. Patient said the stimulation was uncomfortable so she lowered the amplitude to where it was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient said she doesn't have a doctor. Emailed the patient doctor listings.